Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes the lid is loose and had insufficient vacuum. This event occurred 182 times. The following information was provided by the initial reporter. The customer stated: "the lid is loose and insufficient vacuum."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed. 10 samples were randomly selected for functional testing and no issues were observed relating to underfill and cocked stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill and cocked stopper.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes the lid is loose and had insufficient vacuum. This event occurred 182 times. The following information was provided by the initial reporter. The customer stated: "the lid is loose and insufficient vacuum."